Event description:
It was reported that manufacturing rep is on the way to meet with the patient at the physician's office as the physician is receiving an error that the "stim is too high". Rep stated that patient is programmed at 2.9 ma, 40 pw, 125 rate and physician is seeing caution message with "settings are out of range, settings can't be delivered". Rep stated that implantable neurostimulator (ins) is 100% charged. Rep stated that physician disconnected from ins to see if that would change anything and when they went to reinterrogate, the communicator couldn't find the ins. Rep stated the physician was able to get reconnected to the ins and now they were unable to increase past 2.3 ma on the right stn. The rep was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from manufacturing representative (rep). Rep reported that out of range message was due to high impedances on electrode. Rep reported that healthcare provider reprogrammed settings onto a different contact. Rep reported that out of range message resolved through reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.